Manufacturer narrative:
The biopatch was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
Medwatch number: 2023-029089 a 74-year-old, female patient began therapy with remodulin (treprostinil sodium, concentration 1.0 mg/ml), in september 2021 for pulmonary arterial hypertension (pah). The current dose was reported as 0.016 g/kg, continuous via intravenous (IV) route. It was reported that the patient was in the hospital due to heart palpitation (palpitations, hospitalized). The hospital nurse called to obtain patient¿s current IV remodulin dose and was provided with the information. Relevant medical history included: pah. Action taken with IV remodulin dose was not changed due to the event of palpitations. At the time of reporting, the outcome of palpitations was unknown. The reporter did not provide causality for the event of palpitations. Follow-up information was received as solicited information on 14 nov 2023 from a consumer from a patient support program via cvs/ caremark specialty pharmacy. Additional information was received as solicited information on 15 nov 2023 and 16 nov 2023 from a nurse (physician's office) from a patient support program via cvs/ caremark specialty pharmacy. It was reported that the patient had covid (covid-19) and was in the hospital ICU (intensive care unit). Onset date, resolution date and status of covid infection was unknown. It was unknown if she was still hospitalized. The patient also reported worsening in breathing (dyspnoea) recently. On an unreported date in (B)(6) 2023, she was tested positive for the flu and possible pneumonia (pneumonia influenzal; medically significant). Her physician will reassess in 2 weeks then start the process of the remodulin to uptravi (selexipeg) transition. Action taken with IV remodulin was dose not changed for the event of covid-19, pneumonia influenzal and dyspnoea. At the time of reporting, the outcome of covid-19, pneumonia influenzal and dyspnoea was unknown. The reporter did not provide causality for the events of covid-19, pneumonia influenzal and dyspnoea. Follow-up information was received as solicited report on december 7, 2023, from a consumer from a patient support program via cvs/caremark specialty pharmacy. Co-suspect medication included biopatch (chlorhexidine gluconate). It was reported that the patient had been sick for a while with pneumonia, then covid, and now the flu (pneumonia influenzal, previously reported and covid-19, previously reported), so transitioning from IV remodulin to uptravi was on hold until patient felt better. The patient also reported that she had been bedridden (bedridden) (reason unknown) and stated that she forgot to change her cassette at night on (B)(6) 2023 but changed it in morning on (B)(6) 2023 (device use error). There was no interruption in infusion (had enough overfill in cassette). The patient also reported some itching with biopatch but that she wanted to keep using this and has already tried the antimicrobial disc (dermatitis contact). The patient was on oxygen and reported had changes in breathing (worsening) due to illness, but no changes in oxygen settings (dyspnoea previously reported). It was unknown if physician was aware of any/all events. Action taken with IV remodulin was dose not changed due to the events of bedridden and dermatitis contact. At the time of reporting, the outcome of bedridden and dermatitis contact was unknown. The reporter did not provide causality for the events of bedridden and dermatitis contact. The reporter's causality for the event dermatitis contact with biopatch was considered to be possibly related. Case comment/senders comment: the company has assessed the serious adverse events of covid-19, pneumonia influenzal, and palpitations as not related to IV treprostinil. The event of palpitations was more likely related to the underlying pah. The events of covid-19 and pneumonia influenzal were likely related to the infectious process.